Event description:
After medical review, this non-serious report was upgraded to serious based on the reclassification for the events following assessment utilizing the company's new device reporting tree. This unsolicited case was reported on (B)(6)-2011 by a nurse and follow-up on (B)(6)-2011 was provided by our quality department - local reference (B)(4). A product technical complaint (ptc) has been initiated for this report: global ptc (B)(4). This case involves a pt (demographics not reported) who was treated with poly-l-lactic acid (sculptra) in (B)(6)-2010 (dosage, indication, location of injections, batch number and expiration date not provided). Eighteen months after treatment, this pt experienced a delayed response by developing nodules and a hard keloid type reaction to the face. It is unk if any corrective treatment was provided. The outcome of the events is unk. Significant/relevant medical history: not reported relevant concomitant medications: unk. Not applicable. Corrective treatment: unk. Outcome: unk. Results of global ptc (B)(4) indicated the following information: an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches marketed in (B)(6) and not yet expired was re-controlled. For each batch, both semi-finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: batch a9030, batch a0035, batch a0036, batch a0039, batch a1040, batch a1041, batch a1042, batch a1043, batch a1043, batch a1044, batch a1045. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. Nevertheless since we have not received the complaint sample, we reserve to close this complaint as no conclusion possible for the lack of an important element of evaluation that is the complaint sample itself. Conclusion: no investigation possible. Additional information was received on (B)(6)-2011 from our quality department: results were received for global ptc (B)(4).